Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor that her first ins was replaced due to the device being broken after a patient fall. The patient stated that she would pass out after going from one room to another and would fall pretty hard. The patient stated that she would pass out because she was not getting enough oxygen and did not allege that the syncope or lack of oxygen was related to the device or therapy. The patient stated that she is now on oxygen "full time." The patient's ins was replaced. The patient also mentioned chronic obstructive pulmonary disease and a bacterial and viral infection, but did not allege that these were related to the device or therapy however the patient was hospitalized for these conditions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.